Manufacturer narrative:
(B)(4).

Event description:
It was reported that the defibrillator exhibited non sustained right ventricular oversensing due to p wave oversensing. The patient received inappropriate shocks. The device was replaced. No further information was reported.